Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or audio/vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly. The blood glucose at the time of the incident was unknown. The device was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.